Manufacturer narrative:
A visual inspection was performed one opened and used enlite sensor, found the sensor cannula was retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of sensor anomaly. The customer's blood glucose reading was 330 mg/dl. When the customer put the sensor in and pulled the needle out, the sensor cannula/electrode was sticking out. The customer stated that the site remained out. When the customer removed the sensor, there was no portion under the skin. The sensor will be returned for analysis.